Event description:
It has been reported to philips that during an emergency cardiac angiography there was an error and the image could not be played back. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The patient underwent emergency cardiac angiography due to acute myocardial infarction and underwent heart stent implantation. The device had issue with image could not be played back. Field service engineer(fse) called customer and confirmed the customer did not reported malfunction to philips or required repair service. The equipment was normal after inspection by hospital equipment department. The customer considered it may related to the low ambient temperature. Since the fault is not determined. To date, there have been no further reports of this issue.